Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. During ge healthcare technician checkout, it was found that the display's support arm comes away from the rest of the ventilator; because its coupling system on the base doesn't remain fastened and the locking mechanism has broken. The display unit arm was replaced to fix the reported issue.

Event description:
The hospital reported that, the system locking the monitor onto the ventilator does not hold: if the monitor is moved; the arm unhooks from the ventilator. There was no reported patient involvement.